Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are requiredc this complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: fogging probable root cause: - moisture ingress in ch or coupler (faulty o-rings, faulty uv cure, faulty desiccants, etc) - moisture ingress in ch/coupler junction - poor heat conduction for optical components - faulty communication with light source (e.g. Activation of defog functionality)" the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event and fogging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event and fogging